Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy procedure, on the first firing, after releasing the safety, the knife did not advance and the surgeon could not squeeze the handle. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.